Manufacturer narrative:
This report is for an unknown concorde lift cage/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Code used to capture that the device migrated posteriorly. There are no details regarding a revision procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a one level posterior interbody fusion. On an unknown postoperative date, it was discovered that the concorde lift cage had backed out posteriorly. The cage is currently implanted; there are no details regarding revision surgery. Patient status is unknown. This report is for an unknown concorde lift cage. This is report 1 of 1 for (B)(4).

Event description:
Update: a revision today due to concorde lift backing out posteriorly due to loss of height. The original surgery (B)(6) 2019 at (B)(6). Revision surgery performed (B)(6) 2020 at (B)(6) by surgeon (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: patient initials provided for reporting. B5: updated event information provided for reporting. D7: revision surgery performed (B)(6) 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the concorde lift cage backed out posteriorly. There was a revision due to loss of height. The date of explant was (B)(6) 2020. Procedure and patient outcome are unknown.

Event description:
Updated ed: it was reported that on (B)(6) 2020, the patient underwent revision surgery due to concorde lift backing out posteriorly due to loss of height. Originally, the patient was implanted with a lift cage on (B)(6) 2018. Patient and procedure outcomes were unknown. This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.